Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The office staff commented she did not see any discrepancies. Logs were provided and showed the pump was being used to deliver 50 mcg/ml sufentanil at 13.518 mcg/day. The patient is a 70 year old female. She presents to the office today ((B)(6) 2019) for drug administration system refill. Her pain is reported to be located in right shoulder, low back, mid back pain bilateral shoulder, bilateral hips, bilateral knees. She presented today with a chief complaint of aching in neck, bilateral shoulders, low back bilateral knees and right foot. Her pain level is reported to be 3/10 with medications. Her functional level to be 3/10. Her symptoms to be stable since his last visit. She reports some improvement in the symptoms with the prescribed medication and slight improvement in functional ability. No side effects from the prescribed medications. The patient reports the current treatment regimen allows her to maintain personal care and go shopping. The symptoms are aggravated by activity, bending, climbing, driving, lifting, pulling, stress, stretching, twisting, weather changes and everything. They improve with changing positions, inactivity, heat and laying down. She is overall doing well. She had surgery on her right foot since her last visit. She had cartilage transplanted into her first digit. She was told to take her pain medication from the hcp office for postoperative pain, stating she ran out of pain medication and experienced increased postoperative pain as a result. She also reports increased headache pain lately due to cervical disc issues. Otherwise, she reports no major changes in her back orhip pain. She is tolerating her current medication regimen well with benefit regarding both pain and activity level without complaints of side effects. Medical history included diabetes, h/a, weakness, htn, ulcers, arthritis, and anxiety. Allergies included any "cillins" and bactrim - break out in rash, doxycycline- break out in rash, and pcn. Surgical history included b/l knee surgery. January 2009 - gbp, hernia repair, cholecystectomy. 2010? - cervical fusion. 2012 - lumbar fusion. 2014 - colonoscopy - dx with diverticulosis. Current medications included percocet 7.51325mg, synthroid 150mcg, asa 81mg, lisinopril w/ hctz 20mg, centrum, metformin 500mg, paxil 40mg, atorvastatin 4mg, chlorthalidone 25mg, benadryl, lidoderm, systane eye drops prescribed, and equate stool softener. The following systems were reported by the patient to have positive findings. Constitutional: fatigue, ear, nose, mouth, throat: tooth problem, cardiovascular: low blood pressure, musculoskeletal: neck pain, joint stiffness/pain and back pain, neurological; headaches and dizziness. Vital signs were sitting pressure/systolic of l:142, sitting pressure/diastolic of l:80. Weight was 153 lbs. And body mass index was 27.1. Lumbar/lower extremity exam included the patient sitting comfortably. She is able to lie on the exam table in the left lateral decubitus position for the das fill without difficulty. There is no erythema, edema, warmth or discoloration at the das pump site. She is wearing a small walking boot on her right foot. Pump refill was performed. She was left lateral decubiti¿s, and remained in this position during the procedure. The das was analyzed with the telemetry wand to obtain the current settings and residual volume. The area surrounding the implanted pump was prepped and draped in sterile fashion. The injection site was prepped with betadine. After palpating das pump edges to locate the port of the main chamber of the pump, they inserted a 22 gauge huber needle. The needle in use was 2 inches long. The needle was introduced perpendicular to the skin through subcutaneous tissue and membrane of the port into the chamber. There, they aspirated the remaining fluid in the chamber with a control syringe for a total of 3.2ml. The calculated residual volume was 3.0ml. The low reservoir indicator was not alarming. The line was capped and the new syringe and filter were prepared. The injection was made slowly without any resis tance. There was easy aspiration of the injectate in 3-4 ml aliquots during the refill. No air was visible in the system during the procedure. They proceeded to infuse manually 20ml of sufentanil 50 mcg/ml into the chamber. The needle was removed and the prep solution was cleaned with soap and water. There was minimal bleeding at the needle entry site, which was stopped without difficulty. She tolerated the procedure well and was instructed to keep the needle entry site clean. The pump was subsequently reprogrammed to deliver a daily rate of 13.51 mcg/day. The low reservoir volume alarm was enabled. The low battery alarm was enabled. The pump was personally refilled. The low reservoir volume alarm was set to alert at 2.0 ml. The low reservoir volume alarm date for the pump after today's refill is 2019-dec-01. They patient will be scheduled prior to this date for a refill of the drug administration system. The primary diagnosis for today's evaluation is m96. The pump was filled today with one stick without difficulty and no complications. Her medication was refilled as she is receiving benefit without complaints of side effects. She requested a prescription for ibuprofen 800 mg to take for her headache, however, I recommended that she try taking the lowest dose necessary of over-the-counter ibuprofen to minimize any risk of adverse events. She is to follow up for das fill as scheduled. They refilled percocet 7.5/325 1 po q to 6 hours for break through pain, discontinued zanaflex 2mg ½ to 1 po qhs pm spasm, continued lidoderm 5% 1 to 2 topically to aa 12hrs on/ 12hrs off for pain. An oarrs check was performed and reviewed on 9/17/2019, and determined to be appropriate. The last medication compliance screen was performed on 7/25/2019. The final results of the medication compliance screen performed recently were reviewed today, and were determined to be appropriate. A treatment agreement has been signed by the patient and is in effect. Educational materials on opioid medication safety and dangers are available to patients in our office and on our website. Based on my evaluation, there does not appear to be evidence of any social, ethical, personal, financial or moral compromise secondary to controlled medication access. There does not appear to be evidence of diversion, abuse or hoarding. The patient had another visit on 2019-nov-25. She presents to the office today for drug administration system refill. She reports pain along the right shoulder, low back, mid back pain, bilateral shoulder, bilateral hips, bilateral knees. She presented today with a chief complaint of aching in neck, bilateral shoulders, low back bilateral knees and right foot. Her pain level is reported to be 6/10 with medications. Her activity level is reported to be 7/10. Her symptoms to be stable since his last visit. Some improvement in the symptoms with the prescribed medication and slight improvement in functional ability. The patient reports no side effects from the prescribed medications. The patient reports the current treatment regimen allows her to maintain personal care and go shopping. The symptoms are aggravated by activity, bending, climbing, driving , lifting, pulling, stress, stretching, twisting, weather changes and everything. The symptoms improve with changing positions, inactivity, heat and laying down. She continues to have an active daily routine as her pain permits. She reports that she does light housework and runs errands as needed. She has been doing ¿pretty good" overall. She reports no new complaints and states that her worst pain is located at this time in her neck. Her low back pain and hip pain is actually doing rather well with her current regimen. She is receiving benefit with her current medications regarding both pain and activity level without complaints of side effects. The patient is sitting comfortably. She is able to lie in the exam table for her das fill without difficulty. The pump was filled with the patient in the left lateral decubitus position. There is no erythema, edema, or warmth at the das site. She demonstrates a non-antalgic gait. There is mild tenderness to palpation at the lumbosacral region. She was left lateral decubiti¿s, and remained in this position during the procedure. The das was analyzed with the telemetry wand to obtain the current settings and residual volume. The area surrounding the implanted pump was prepped and draped in sterile fashion. The injection site was prepped with betadine. After using palpation to locate the port of the main chamber of the pump, I inserted a 22 gauge huber needle. The needle in use was 2 inches long. The needle was introduced perpendicular to the skin through subcutaneous tissue and membrane of the port into the chamber. There, I aspirated the remaining fluid in the chamber with a control syringe for a total of 3.8ml. The calculated residual volume was 3.8ml. The low reservoir indicator was not alarming. The line was capped and the new syringe and filter were prepared. The injection was made slowly withoutany resistance. There was easy aspiration of the injectate in 3-4 ml aliquots during the refill. No air was visible in the system during the procedure. I proceeded to infuse manually 20ml of sufentanil 50 mcg/ml into the chamber. The needle was removed and the prep solution was cleaned with soap and water. There was minimal bleeding at the needle entry site, which was stopped without difficulty, she tolerated the procedure well and was instructed to keep the needle entry site clean. The pump was subsequently reprogrammed to deliver a daily rate of 13.519 mcg/day. The low reservoir volume alarm was enabled. The low b attery alarm was enabled. The low reservoir volume alarm was set to alert at 2.0 ml. The low reservoir volume alarm date for the pump after today¿s refill is 2020-jan-30. The patient will be scheduled prior to this date for a refill of the drug administration system. No changes were made to the das regimen on 2019-nov-25. The pump was filled today with one stick without difficulty. She is tolerating her current breakthrough pain medications without complaints of side effects, so it will be refilled today. She is to follow-up for das fill as scheduled. The low reservoir alarm date of the drug administration system after today's refill is 1/30/2020. Refilled percocet 7.5/325 1 po q 4 to 6 hours for break through pain, x 2 rx fill date: 11/26/2019 , discontinued zanaflex 2mg 1/2 to 1 po qhs prn spasm, continued lidoderm 1 to 2 topically to aa 12hrs on/ 12rhs off for pain. The patient had another refill on 2020-jan-30. She presents to the office today for drug administration system refill. She reports pain along the right shoulder, low back, mid back pain bilateral shoulder, bilateral hips, bilateral knees. She presented today with a chief complaint of aching in neck, bilateral shoulders, low back bilateral knees and right foot. The patient reports with medications, the pain level to be 6/10. Her activity level is reported to be 7/10. The pain has been relatively stable since the last visit, per her report. Some improvement in the symptoms with the prescribed medication and slight improvement in functional ability. No side effects from the prescribed medications. The pain management treatment allows her to maintain personal care and go shopping. The patient reports the symptoms are aggravated by activity, bending, climbing, driving, lifting, pulling, stress, stretching, twisting, weather changes and everything. She reports symptoms alleviation with changing positions, inactivity, heat and laying down. She states "I've been better". Her low back and hips are doing fairly well, but she is experiencing increased shoulder pain which she believes is due to recent weather. She reports no other major issues. She is going to be due for a das replacement within the next two months. The patient is sitting comfortably. She is in no acute distress. There is no erythema or edema noted at the das insertion site, she demonstrates a non-antalgic gait. She was left lateral decubiti¿s, and remained in this position during the procedure. The das was analyzed with the telemetry wand to obtain the current settings and residual volume. The area surrounding the implanted pump was prepped and draped in sterile fashion. The injection site was prepped with betadine. After using palpation to locate the port of the main chamber of the pump, they inserted a 22 gauge huber needle. The needle in use was 2 inches long. The needle was introduced perpendicular to the skin through subcutaneous tissue and membrane of the report into the chamber. There, they aspirated the remaining fluid in the chamber with a control syringe for a total of 2.2ml. The calculated residual volume was 2.2ml. The low reservoir indicator was not alarming. The line was capped and the new syringe and filter were prepared. The injection was made slowly without any resistance. There was easy aspiration of the injectate in 3-4 aliquots during the refill. No air was visible in the system during the procedure. They proceeded to infuse manually 20ml of sufentanil 50 mcg!ml into the chamber. The needle was removed and the prep solution was cleaned with soap and water. There was minimal bleeding at the needle entry site, which was stopped without difficulty. She tolerated the procedure well and was instructed to keep the needle entry site clean. The pump was subsequently reprogrammed to deliver daily rate of 13.518 mcg/day. The low reservoir volume alarm was enabled. The low battery alarm was enabled. The low reservoir volume alarm was set to alert at 2.0 ml. The low reservoir volume alarm date for the pump after today's refill is 4/5/2020. The patient will be scheduled prior to this date for a refill of the drug administration system. No changes were made to the das regimen today. The das pump was refilled today with one stick and no complications. We will arrange for her to have her das pump refilled in the near future. They refilled percocet 7.51325 1 po q 4 to 6 hours for break through pain, discontinued zanaflex 2mg 1/2 to 1 po qhs pm spasm, continued lidoderm 5% 1 to 2 topically to aa 12hrs on/12hrs off for pain. The patient called back to see why her pump was malfunctioning. Caller then stated the pump was not returned to the manufacturer and the hcp threw the pump out. It was reviewed if the pump was never returned for analysis, the manufacturer would not be able to know what may have been causing the malfunction. Caller states she almost died and her hcp was never notified the pump was under recall, and she has been advised to contact a lawyer. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 10mg/ml dilaudid at 3.5 04mg/day via an implantable infusion pump. It was reported that the patient would feel light headed and sleepy 29-40 minutes after the refill. This had happened at the past 4 refills. The logs did not show anything abnormal. The pump was replaced and the issue was resolved, and the patient's status was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 24-feb-2020 who reported that the pump had to be replaced due to pump malfunction. Per the patient it stated happening "the last week of (B)(6) 2019 or the 1st week of (B)(6) 2019". The patient went in for a pump fill and left the clinic and went to (B)(6) when "it happened", the pump malfunctioned. The patient "thought I was going to die". The patient was brought back to the clinic and they removed the medication that the healthcare provider had just put in and "6cc¿s or so were missing from the pump". The patient stated she was told the pump is a "closed system" so the medication was either in the pump or pushed through the catheter". The patient stated since then every time she gets her pump filled, the pump would deliver multiple un-programmed, unrequested bolus's so they replaced the pump. No further complications were reported regarding the event.